Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g2, g3, g6, h2, h3, h6, h11. Corrected data updated: a3; h4. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed, and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility, with no issues noted. Review of the complaint history identified additional similar complaints for the reported item, and no additional similar complaints for the reported part and lot combination. Complaints are monitored per the complaint trending process. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: item name: oxf anat brg rt sm size 5 PMA; item 15957; lot 66212655, item name: oxf twin-peg cmntd fem sm PMA; item 161468; lot 66972460, item name: biomet bc r 1x40 us; item 110035368; lot av26ah0103. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to loosening of the tibial component, approximately six months, 15 days post-operatively. Attempts have been made, and no further information has been provided.